Event description:
Reporter allegedblood glucose measured 79, 150, and 132 mg/dl all performed back to back within 5 minutes of each other. Reporter stated no actions were taken and no treatment was rec'd as a result. A request was made for the return of the suspect product and replacement product was sent.